Event description:
It was reported that during laparoscopic colectomy procedure, the clip was not fed into the jaws and ejected without being formed. The incident occurred from the 1st firing. No clips fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. There was no unexpected resistance in grasping the trigger. There was no unexpected noise at the firing. The device was not fired across something hard such as a clip. There was no unexpected resistance in releasing the device. The device was fired outside the patient after the incident occurred.

Manufacturer narrative:
(B)(4). Yielded jaws. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on device history, the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.